Event description:
An alarm issue was reported, specifically alarm 2 followed by alarm 26, due to an occlusion event. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. Although recurring occlusion issues were noted, the customer declined further assistance, leading technical support to close the case.